Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the elbow cover on the fork was not secure and was prone to falling off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 13th january, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the elbow cover on the fork was not secure and was prone to falling off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 13th january, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the elbow cover on the fork was not secure and was prone to falling off. It was further explained that the two halves of the elbow cover became detached from each and fell from the device. This malfunction was also confirmed after evaluating photographic evidence provided. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the elbow cover on the fork was not secure and was prone to falling off. It was further explained that the two halves of the elbow cover became detached from each and fell from the device. This malfunction was also confirmed after evaluating photographic evidence provided. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. According to the information provided by getinge technician, the affected device was repaired by customer¿s in-house biomedical engineering technicians and returned to use. It was established that when the event occurred, the surgical light did not meet its specification due to detachment of the elbow cover from the spring arm, which contributed to the event. Based on information gathered during the investigation, it was not possible to establish whether the device was or was not used for patient treatment upon event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing or detached covers from a spring arm is low. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU 015181 en 09 pages 27-29). Additionally, users are requested to pay attention to cracks in plastic parts (IFU 015181 en 09 pages 20-22). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 13th january, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the elbow cover on the fork was not secure and was prone to falling off. It was further explained that the two halves of the elbow cover became detached from each and fell from the device. This malfunction was also confirmed after evaluating photographic evidence provided. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.